Event description:
Case description: this spontaneous report was received from a turkish physician and concerns a 45-year-old female patient. She was injected with one syringe of radiesse (+) into the mid face region, for skin rejuvenation and anti-aging purposes, in 2025 (reported as in june and november). Radiesse (+) 1.5 ml was diluted with 1.5 ml normal saline (product preparation issue, off label use of device). No additional procedures were performed during the same session. There were no malfunctions or device deficiencies that occurred during treatment. The patient had no known chronic diseases or allergies and was not taking any concomitant medication. In (B)(6) 2025, after the radiesse (+) injection, the patient experienced swelling. In (B)(6) 2025, the patient presented to a state hospital due to a sensation of swelling in the mid-face region and was examined sequentially by the dermatology, otorhinolaryngology, and dentistry departments. During these evaluations, no signs of infection were identified by the physicians within their respective specialties. However, as a precautionary measure, the patient was prescribed two boxes of antibiotics from the cephalosporin group. During a detailed assessment conducted by a dentist, the patient was asked whether she had previously undergone any facial procedures. Upon this question, the patient recalled that she had received a radiesse (+) application and subsequently contacted the reporting physician. On (B)(6) 2025, a clinical examination performed by the physician revealed painful swelling in the mid-face region and a sensation of local warmth, without a clearly detectable increase in temperature. As treatment, prednol 4 mg was initiated at a dosage of one tablet in the morning and one tablet in the evening, and normal saline was applied to the relevant area. Approximately 15 days later, as no significant change was observed in the clinical condition, ultrasonography was recommended for further evaluation. The ultrasound examination revealed granuloma formation. The granuloma was not histologically confirmed. The patient was not hospitalized. On (B)(6) 2026, the lesion was injected with 0.5ml 5-fluorouracil and 0.2ml triamcinolon. The treatment was necessary to resorb the granuloma. The outcome of the events was reported as not resolved. The opinion of the reporter was both reported as related and not related to radiesse (+). Retrospective case review performed: during a retrospective review in april 2026, the case assessment has been amended. The case was upgraded to serious.

Manufacturer narrative:
Assessment by merz: the reported events occurred in a compatible local relationship. Onset date of the event injection site swelling was within 6 months after the injection which is a long latency but still possible. Onset date of the events injection site pain and injection site warmth was within 6.5 months after the injection which is a long latency but still possible. Onset date of the event injection site nodule was within 8 months after the injection which is a long latency but still possible. Injection site nodule, injection site swelling, injection site pain and injection site warmth are expected based on currently valid EU instructions for use (IFU) leaflet of radiesse(+). Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse(+) with normal saline for injection into the mid face region is not approved based on currently valid EU instructions for use leaflet of radiesse(+). However, the reported injection site reactions can occur after the treatment with radiesse(+). Therefore, causality for the events is assessed as possibly related to the treatment with radiesse(+). Merz re-assessment after retrospective case review was performed in april-2026: during retrosprective review, this case was upgraded to serious with the serious event injection site nodule. Based on the information provided, histological confirmation of the diagnosis granuloma was still pending therefore the event remains coded as injection site nodule (serious) until histological confirmation is received. Although treatment performed so far did not resolve the outcome based on the information provided, in the opinion of the reporter treatment was necessary to resorb the granuloma and is thus worst case assumed to prevent permanent damage. Causality for the previously reported events remain unchanged as possibly related to the treatment with radiesse(+). This case is upgraded to serious with the serious event of injection site nodule as treatment was deemed necessary to prevent a permanent damage.